Manufacturer narrative:
(B)(6) 2015 04:08 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product was not available for manufacturer's laboratory investigation as it was discarded at the hospital. Maquet cardiopulmonary is aware of a similar complaint which was investigated. Based on the investigation of a similar complaint and the information available to us at this time, the oxygenator in question operated within specifications; therefore non-device related factors might have contributed to the reported event. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
Operative procedure: tar. After 4 hours passed since the oxygenator was started, pao2 started to drop, and then 30 more minutes later, it became unable to maintain 100 mmhg pao2. Also, it became difficult to control pco2, therefore, the customer adjusted it to 5l/min - 6l/min by changing the gas flow rate, but the co2 removing performance couldn't be improved. The customer replaced the oxygenator and it was able to use without any problem on gas exchange. Plasma leak to the gas layer was not found visually. After the surgery, rinsed the oxygenator, but there was no significant blood clot found. It occured during the rewarming after releasing the aortic blockage, and it was found that the patient has a large physique and a high hematocrit value. The data of patient and the extracorporeal circulation record is not available. No adverse effects on the patient at the moment. (B)(4).